Manufacturer narrative:
(B)(4). No sample will be returned for evaluation. This report is for the second in a series of two consecutive product problems with the same patient. The first issue has been reported under MDR # 3006425876-2016-00263.

Event description:
This is the second issue involving the same patient. It was reported that in anesthesiology during the second insertion of the catheter into the patient's jugular, the guide wire again frayed. As a result, it was removed from the patient and a third kit was opened and used without any issues. There was no reported delay, death, or complications to the patient as a result of this occurrence.